Manufacturer narrative:
Novocure medical opinion is that contribution of the array placement to the skin irritation cannot be ruled out. A risk factor for skin irritation in this patient includes concomitant pembrolizumab (rash, itching, skin blistering or peeling are common adverse reactions. Source: pembrolizumab prescribing information). Medical device site reaction is an expected event with device use and was reported as an adverse event in the ef-23 trial of optune lua together with pemetrexed and cisplatin or carboplatin in patients with mesothelioma (66%) low-medium reaction, (5%) severe reaction.

Event description:
A 76-year-old male patient with unresectable biphasic pleural mesothelioma started optune lua therapy on (B)(6) 2024. During review of a medical record received by novocure on (B)(6) 2024, it was noted on (B)(6) 2024, that the patient experienced a rash described as large papular, vesicular erythematous lesions that were tender and burning where arrays were placed. The rash was located on the back and chest and not limited to the area of arrays but also in other regions of the body. The physician suspected immunotherapy (pembrolizumab/ ipilimumab) might contribute to the rash. Optune lua therapy was temporarily discontinued. The patient was prescribed triamcinolone ointment, oral prednisolone and hydroxyzine. On (B)(6) 2024, the rash had much improved and the physician instructed the patient to reintroduce optune lua therapy for 2-4 hours daily. The rash was stable on (B)(6) 2024, and the patient remained on optune lua therapy four hours daily. The prescribing physician was contacted for further details without reply.